Event description:
A (B)(6) male pt contact zoll customer support to report that there were wires exposed on his electrode belt and it was not functioning properly. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the distribution node to rear therapy electrode cable was severed from the distribution node. This rendered the electrode belt unable to detect or treat a pt. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.